Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead dislodged which caused increased thresholds resulting in the implantable pulse generator (ipg) exhibiting premature battery depletion. It was further reported that during implant the new pacing lead exhibited placement difficulty and damage. The pacing lead was attempted/not used while the ipg and the other pacing lead were explanted and replaced. No patient complications have been reported as a result of this event.